Event description:
Pt presented to doctor with pain, indicating component loosening in both knees. Left knee originally implanted in 2002 and right knee in 2003. Implants were explanted & replaced with other products.